Event description:
Further follow-up revealed that device diagnostics testing approx 3 weeks prior to lead replacement surgery resulted in high lead impedance reading (dc-dc code 7 and limit), indicating possible lead malfunction. Neurologist indicated that x-rays taken prior to lead replacement did not identify any obvious discontinuities with the vns therapy system. Review of manufacturing records for both the pulse generator and the bipolar lead revealed no anomalies that would adversely affect device performance.

Event description:
Received implant card for vns implant with no reason for replacement. Only the lead was replaced. It was later discovered that the explant was due to a lead fracture.